Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the patient underwent a debridement, rinse/wash-out, and poly exchange/revision due to a possible infection. Reportedly the infection was the root cause of the revision; however, the source of the infection remains unknown. The patient impact beyond the reported infection and subsequent poly insert revision could not be determined. In the event additional medical/clinical records are received, the clinical task may be re-opened and a re-assessment will be rendered at that time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a possible infection. He was debrided, rinsed out, and poly was swapped for a new one.